Event description:
It was reported that this right ventricular (rv) lead was explanted approximately seven months after being implanted due to high thresholds. Another right ventricular (rv) lead was successfully placed. No additional adverse patient effects were reported.